Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that caller states the pt is set to have a surgical procedure today, and the pt does not know if the interstim ins is off or on. Pt does not have external components. Agent redirected to nas. Pt does not have a current managing doctor. Caller called back and noted they had spoke with the rep and the pt's spouse was able to bring the pt's external components. The caller attempted to connect to ins and saw the message in the app "communication error sn (pts sn), therapy may have stopped contact your clinician, end session." The agent reviewed the eos situation and advised pt to consult with a doctor for MRI elig form. Pt to call pats after holiday for finding a doctor. The caller ended the c all and before hanging up the pt was heard saying, "it's not working," and the call then ended. The agent presumes this final statement is related to eos.. Additional information was received from the patient on (B)(6) 2025 they reported that the device could not charge, and perhaps the device malfunctioned. It just would not work; it would not stimulate as it was intended to. It did not control or lessen control of urine. The patient stated it was likely caused by normal battery depletionbut they are not sure the patient suggested that the battery should be outside the body so as to easily charge it ad this way surgery will not be necessary. Better design and easier to use. They are unable to control the constant wetting and the issue has not resolved.